Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested to rule out possible pump thrombosis and to evaluate power spikes. The data that was reviewed did not contain attributes which would lead technical services to suspect the presence of thrombus within the motor chamber; however, that does not mean that thrombus is not present in the circulatory loop. The log also noted two manual speed changes: 4500 rpms to 4600 rpms on (B)(6) 2020 and 4600 rpms to 4700 rpms on (B)(6) 2020. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported per discussion with the patient's doctor, lactate dehydrogenase (ldh) increased from the 500-600 u/l range to 2500 u/l. Urine was dark with evidence of hemoglobin in the urine. Speed was increased from 4500 rpm to 4700 rpm, heparin increased and integrilin started. Ldh decreased from 2500 u/l to 1400 u/l to 1000 u/l. It was reported that the patient was admitted on (B)(6) 2020. A non-device related cause for hemolysis was not identified. There were no changes to the patient condition or anticoagluation status that may have contributed. The patient was on heparin drip and asprin 81 mg. The speed reportedly increased from 4500 rpm to 4700 rpm. An echo was performed along with urine myoglobin, plasma free hemoglobin and blood/sputum/urine cultures. The cause for the elevated pump power was not identified. The patient's ldh is downtrending, integrillin has been discontinued secondary to epistaxis. The patient is stable. For treatment, heparin drip was increased, integrillin drip was started, aspirin was increased to 325mg.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported elevated ldh could not be conclusively determined through this evaluation. The controller event log file contained data spanning from (B)(6) 2020 15:58:42 to (B)(6) 2020 15:07:18. The file captured the pump originally operating at a fixed speed of 4500 rpm with a low speed limit of 4100, until (B)(6) 2020 when the fixed speed and low speed limit were changed to 4700 and 4300 rpm, respectively. Motor power, estimated flow and average pi typically ranged from 2.5-3.1 watts, 2.6-4.6 lpm, and 1.8-8.2, respectively. Numerous pi events were captured throughout the log file; however, a specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The controller periodic log file contained data from (B)(6) 2020 23:31:57 through (B)(6) 2020 14:30:50. No atypical events were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient¿s ldh rose from the 500-600 range to 2500 and their urine was dark with evidence of hemoglobin. For treatment, the patient¿s fixed speed was increased from 4500 rpms to 4700 rpms and they were given a heparin drip, integrillin, and 81mg of aspririn. The patient underwent an echo and diagnostic tests of their urine myoglobin, plasma free hgb, blood/sputum/urine cultures were performed. The patient¿s ldh was last reported to be 1000 and decreasing, integrillin was discontinued secondary to epistaxis, and they were stable. The plan of care was to increase heparin drip, start intelligrin, increase aspirin dosage to 325mg. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists hemolysis and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.